Manufacturer narrative:
Based on the discharge letter provided by the health-care provider, echocardiogram showed degeneration of mitral prosthesis (gmean 13 mmhg, area 1.7 cm2); moderate-severe aortic steno-insufficiency (gmax/mean 64/42 mmhg), ef 50%. On (B)(6) 2013, patient underwent mitral and aortic valve replacement. On (B)(6) 2013, the patient underwent mediastinal toilette and sternal resynthesis. After procedure, it was possible to rapidly stop inotorpic support without hemodynamic repercussion; extubated on 2nd dayafter the operations without complications; patient always apyretic, went to ICU with antibiotic therapy already started by the infectious diseases specialist with lovfloxacin + vanomycin following following isolation of pseudomas aeruginosa from a urine culture and coagulase-negative staphylococcus aureus from the wound swab. During his stay in hospital, repeated urine culture, positive for gram-negatives. Vesical catheter removed. Transferred to hospital ward on the second day after the operation, and the subsequent course was normal. Per the patient's condition on discharge, the patient is currently in a good general condition, apyretic, eupnoeic, in hemodynamic compensation. The sternuim is stable and the wound in an advance state of healing. Bioprosthetic valve degeneration can occur due to multiple factors, some patient related (renal disease, diabetes, history of native valve degeneration), and others related to intrinsic properties of the valve itself (can include failure modes such as wear, calcification, leaflet tear, stent creep, suture line disruption of components of a prosthetic valve, leaflet disruption, or leaflet retraction of a repaired valve). In this case the patient has a history of native valve degeneration, per the first implant operative report diagnosis, "tight calcific mitral stenosis". No further actions are possible with the available information.

Event description:
In this case, it was reported that the mitral valve was explanted after an implant duration of approximately 5 years and 3 months due to stenosis and insufficiency. The explanted device was replaced with an edwards bioprosthesis valve. No other details were provided.

Manufacturer narrative:
Device not returned. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the sample device was not returned. Therefore, the root cause of this event could not be conclusively determined. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Stenosis of an implanted valve, like regurgitation, may be a manifestation of structural valve deterioration. The type and cause of insufficiency/regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. No further actions are possible with the available information.